Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device revealed that there was multiple kinks in the proximal shaft that are located approximately 11.5cm, 58.5cm, 64cm and 102.5cm from the distal end. . And, the metal braid of the insulation is exposed at the 102.5cm kink. The electrode footprints are not aligned in the center of the outward curve as expected. Electrodes 2-6 are aligned in the center of the outward curve but the rest of the rings migrate to the side of the curve. Electrodes 9 and 10 are located on the edge of the curve .electrical test of the device was performed and were within specifications. X-ray was performed and revealed that the flat wire is making contact with the distal tip and there were no abnormalities. The distal end was dissected. The flat wire is not attached to the polyimide and the polymide is not attached to the inner insulation. The footprints and the holes in the insulation are aligned. The insulation of the e8 wire is scraped near the weld joint and the wire is partially cut into. This is the most likely the area where e8 was making contact with the edge of the flat wire and consequently the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 02-feb-2018. It was reported that severe interference occurred. A dynamic xt¿ unidirectional steerable diagnostic catheter was selected for use. During procedure, severe interference were noted after the catheter was connected. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable. However, device analysis revealed that the metal braid of the insulation is exposed at the 102.5cm kink.